Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a ngen rf generator, japan configuration and the pump did not irrigated 15ml but only 4ml during 40w ablation. During pulmonary vein isolation (pvi), the flow rate was only 4 ml/minute despite 40 w ablation. Ablation with no power was repeatedly occurred even though target temperature was reached and ¿tightlation¿ was done. Retro-checking suggested that if the flow rate would be 4 ml per minute instead of 15 ml per minute when the following conditions were met. At the end of one previous ablation, the ablation was completed at 4 ml/minute. The next ablation was performed with a foot pedal during the postrftime of that ablation. In this case, no matter how high the temperature rises, only 4 ml/min will flow. Device investigation details: follow up with the customer confirmed that service was not needed for the unit. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(6)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a ngen rf generator, japan configuration and the pump did not irrigated 15ml but only 4ml during 40w ablation. During pulmonary vein isolation (pvi), the flow rate was only 4 ml/minute despite 40 w ablation. Ablation with no power was repeatedly occurred even though target temperature was reached and ¿tightlation¿ was done. Retro-checking suggested that if the flow rate would be 4 ml per minute instead of 15 ml per minute when the following conditions were met. At the end of one previous ablation, the ablation was completed at 4 ml/minute. The next ablation was performed with a foot pedal during the postrftime of that ablation. In this case, no matter how high the temperature rises, only 4 ml/min will flow. The timing to return to 15 ml is once the maxlow flow temprature falls below or if the ablation was quit during postrf time and the ablation was restarted after a new pre rftime. The issue did not improve. The catheter operated normally except for the above conditions. Additional information was received indicating ablation was still able to be performed when the issue occurred. There was no error message and the irrigation pump was set to automatic mode. The pump did not irrigate at 15ml but only 4ml during 40w ablation, and the power was titrated.